Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the atrial leadless pacemaker (lp) exhibited low implant to implant communication, undersensing, and oversensed noise that triggered inappropriate mode switches. No changes or interventions were reported. The patient was in stable condition.

Event description:
New information noted the patient presented for follow-up in clinic. Upon interrogation, it was discovered the atrial leadless pacemaker (lp) continued to oversense noise that triggered inappropriate mode switches but the electrograms (egm) were missing from the lp. The ventricular lp exhibited high capture thresholds. No changes or interventions were reported. The patient was in stable condition.

Manufacturer narrative:
The reported complaint of missing egms was confirmed. Based on the information provided, it was determined that the firmware was upgraded during the in clinic visit. During the upgrade, the egms are cleared as per design.